Event description:
Alleged per medwatch report (B)(4). (B)(6) 2011 - the pt underwent surgery for ventral hernia repair with abdominoplasty with composix l/p implanted. On (B)(6) 2011 - the pt was hospitalized for repair of wound disruption due to infected mesh and second surgery infected mesh was replaced with a tissue mesh to repair original defect.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. No medical records have been provided and no product has been returned. While the mesh has not been confirmed as the source of the reported infection, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. Without additional info, no conclusion can be drawn.